Event description:
It was reported by service report that the head will not go up or down and the siderail cannot be raised. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: timing link sensor coil cord.